Event description:
Certified diabetic educator (cde) contacted dexcom technical support on (B)(6)2014 and claimed that on (B)(6)2014 the certified diabetic educator experienced a hardware failure. The certified diabetic educator did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver (sm42093395) was returned for evaluation. The returned complaint device was visually inspected and no defect was found. The root cause was determined to be a component in the receiver's printed circuit board. A CAPA has been initiated for this issue.